Event description:
Complainant alleged that during a routine preventative maintenance check, the device did not give the appropriate test "test ok" message when defibrillation test was performed. The complainant indicated that there was no pt involvement in the reported failure.